Event description:
The reported feedback suggests that the pump stopped infusing norepinephrine and dobutamine and turned off,. Resulting in a drop in blood pressure to a map of 45. The nurse was in the room at the time, and started a new infusion promptly. There was no information regarding further patient impact provided by the customer.

Manufacturer narrative:
The pump's event log was downloaded and reviewed and it was noted that there were no entries recorded before september 2019 indicating the logs had been cleared since the incident. However the appendix for inf-int-2019-001281 contains an event log extract from the modules attached to the returned module and the report identified the following sequence from (B)(6) 2019: pc unit 14116011 was powered on at 05:38:18 with a pump module (module [a]), sn (B)(6), and the returned syringe module (module [b]) attached. This investigation confirmed the reported issue which is the result of modules disconnecting from the pcu and stopping the infusions running on the disconnected channels, however a definite root cause was not identified . The pcu event log review considered syringe module 14175639 as the suspect module. Pump (8110 syringe module) : inspection of the iui connectors did not identify any signs of contamination or any other defects. Pump completed 24 hour infusion with an lvp module without any unexpected alarms or disconnections. Internal inspection did not identify any signs of fluid ingress or any other defects or anomalies. A review of trackwise identified 4 reports related to the reported issue with 3 raised since the start of 2018 and one raised since the start of 2019. The root cause of the channel disconnections was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
The reported feedback suggests that the pump stopped infusing and turned off. Patient¿s blood pressure dropped however nurse was in the room and commenced new infusion promptly. No patient harm reported.